Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-533a-1263: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; pieces of glass missing at fracture; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 26,811 joules of use ¿fiber broke after 6 minutes of utilization.¿ the procedure was completed using a second fiber. There was ¿no injury to patient¿ reported.